Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 576 units of this code-batch. There are no units in our stock. We have received 25 closed samples for analysis. We have tested the needle attachment strength of the samples received and the results fulfils the requirements of the european pharmacopoeia (ep): 0.22 kgf in average and 0.069 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). Only one of the samples has a value that not fulfil ep requirement for minimum. However according to ep requirements one low value in 15 tested units is accepted. We have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.38 kgf in average and 0.33 kgf in minimum kgf (ep requirements: 0.20 kgf in average and 0.06 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with optilene suture. The client reported that during the anastomosis the needle detached and the thread broke. Additional batch is received of the case under MFR report number 3003639970-2020-00284.